Event description:
A journal article was received: surgical oncology and reconstruction: matrixmandible performed reconstruction plates - a two year two institution experience in 71 pts reported: a study was conducted for 71 subjects with indication for a load bearing osteonecrosis of the mandible. Indications for the plate were defects due to tumor, trauma or osteonecrosis. The mean age was 54.8 +/- 15.0 years including 43 men with matrix mandible plates placed in 70 of 71 pts. The follow up period ranged from 3 to 26 months. Conclusions of study: results of study suggest the use of matrixmandible plates coincides with a reduced operative time and minimized risk of fatigue fractures. Pt #1 developed a fistula 14 months post operatively. Pt was treated with debridement and a sequesterotomy. This is 2 of 2 reports.

Manufacturer narrative:
(B)(4): without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.